Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. A photo was provided and reviewed. The photo shows the distal end of the device and the pellethane plug appears to have separated from the distal end balloon neck. Our laboratory evaluation of the product said to be involved confirmed the report. The pre-loaded wire guide was included in the return of the device. A functional test could not be performed due to the condition of the returned device. A visual examination of the balloon identified that the pellethane plug had separated from the balloon material at the distal end. The pellethane plug remained attached to the purple inner catheter. A lab meeting was held with production management and manufacturing engineering on 15jul2024, to investigate pellethane plug separation from the balloon material at the distal end. During the meeting, it was confirmed that there was evidence of glue present between the balloon neck and pellethane plug. The meeting concluded that the device had been manufactured according to specification. We were unable to determine the cause for the pellethane plug separating from the balloon material. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. In the report it states that lubrication was not applied to the balloon prior to advancing down the endoscope accessory channel. A possible contributing factor to a leakage and/or damage to the balloon is failure to apply lubrication to the balloon prior to advancement. The instructions for use direct the user to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel". This activity will aid in endoscopic advancement and balloon preservation. Another possible contributing factor to a leakage at the balloon joint is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon joint. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: based on the information provided that lubrication was not applied to the balloon prior to advancing down the endoscope accessory channel, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopy in the esophagus, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that the balloon] was used with forceps channel 2.8mm. The first time there was resistance at insertion, but it was able to be inflated to 2 atmospheres. After the second insertion, the balloon did not inflate after 4 atmospheres, so the physician checked and found that the connection between the guidewire and the balloon was damaged. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.